Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that he has experienced occasional blurry distance and near vision after having bilateral intraocular lenses (iol) implanted. He reported that he still needed glasses after surgery. The blurry distance vision has some impact on driving at times and he was told that the blurry near vision is because his eyes do not make enough tears. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.